Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had white floating particles. This was identified after the device was compounded with ciprofloxacin. There was no patient involved. There is no additional information.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed white floating particles in the device. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.